Event description:
It was reported that there was a hole in the amia cassette which resulted in a leak. There was fluid dripping from the amia cycler door. This was identified during training for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.